Event description:
During a laparoscopic cholecystectomy it was reported that the clips spit out of the device. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. There were no anomalies noted with the clips spitting out of the instrument. The reported incident could not be recreated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.